Manufacturer narrative:
(B)(4). Batch # l90x3u. The handpiece was received with the nose cone cracked and the 4-40 stud broken not returned. No functional testing could be performed due to the nose cone was extremely cracked and no instrument could be attached to the handpiece. The instrument was disassembled to inspect internal components. The moisture indicator was positive, the transducer assembly was not held in place due to the cracked nose cone, so torquing on the disposable resulted in twisting only the handpiece transducer assembly until the internal wires got disconnected. Due to the cracked nose cone, moisture entered the hand piece mid housing. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nosecone. It is possible that the ingress of moisture affected handpiece functionality. Possible causes that may have contributed to this are dropping of the instrument, cross threading of blade or shear, side loading with blade attached, over torquing or plastic torque wrench not used. The batch history record was reviewed and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that prior to a laparoscopic gastric sleeve resection procedure, after assembly, an error code came on the generator asking them to change the device. When they tried to unscrew the hand piece from the shear they could not at first. They tried again but in the end, they had to get another hand piece and shear. When they tried to unscrew it again the tip of the hand piece came off and was stuck in the shear. The event occurred before they started the operation and caused no real delay or any harm to the patient. It is unknown how the procedure was completed.